Manufacturer narrative:
The lot search review did not identify an increase in complaint activity for the issue of falsely elevated results. This is the only complaint for the lot for the issue. The ticket trending review of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and complaint issue. No adverse trends were identified. A review in the corrective and preventive actions system did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. A review of the labelling addresses the customer issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the complaint lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified. In this case, the physician accepted that the positive result was consistent with clinical symptoms.

Event description:
The account provided additional information that the alinity I anti-hbs result >1000 miu/ml was provided to the physician who accepted this result as being consistent with relevant clinical symptoms.

Manufacturer narrative:
This report is being filed on an international product list 7p89, that has a similar us product distributed in the us, list 7p88. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) alinity I anti-hbs on a patient ((B)(6) male, han ethnicity) that was (B)(6) with other methods. The patient, sid (B)(6), tested alinity I anti-hbs (B)(6) but colloidal gold method (B)(6) and elisa method (B)(6). The patient clinical history was (B)(6) with elisa method. No impact to patient management was reported.